Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous mid left anterior descending (lad) artery. The physician attempted to place the 3.00x20mm taxus liberte stent, but was unable to cross the lesion. Upon removal of the device, it was noted that the stent was damaged on the mounted shaft area. The procedure was completed with another device. No patient complications were reported. Patient status reported as "good".